Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37651, serial# (B)(4), product type recharger; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v266021, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v266021, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported x-ray outcomes were still unknown. No other diagnostics had been necessary.

Event description:
It was reported in (B)(6) the patient¿s implantable neurostimulator (ins) had shut off unexpectedly. It was noted they were not sure whether they accidentally turned the therapy off or whether it turned off on its own. It was stated the therapy remained very good for the patient. It was noted they could immediately tell when the therapy would turn off. It was noted there were some ¿concerning values¿ for the impedance measurements. It was further reported the patient was scheduled to receive an x-ray to check if the leads had been compromised. It was noted the low impedances were never resolved. It was stated there was no definitive malfunction at the time of report. It was noted once the x-ray is completed, they assumed the doctor would revise the system. It was noted the patient was fine when their battery was charged. It was stated their battery depleted faster than it should.